Event description:
Reportedly, the patient was admitted to the hospital for cardiac and respiratory arrest. Following external shock therapy, the patient recovered, but there was no or pacing or sensing relative to the subject pacemaker. The device was explanted.

Event description:
Reportedly, the patient was admitted to the hospital for cardiac and respiratory arrest. Following external shock therapy, the patient recovered, but there was no or pacing or sensing relative to the subject pacemaker. The device was explanted.